Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported power source issue. This unit is a research unit, therefore, there was no patient involvement.